Event description:
The facility stated that the surgeon successfully implanted a mode aa4203tf intraocular lens but noted damage to the lens after implantation. The surgeon removed the lens without injury to the pt. The facility could not specify the model or lot numbers for the injector or cartridge used in this case.